Event description:
It was reported that this pacemaker was suspected to deplete prematurely as the remaining battery depleted from one year down to three months as per recent checked in a span of four months. A request was made to have data from this device analyzed. Data analysis indicated that the device battery depletion was not matching the nominal model and this pacemaker was not accurately reporting the battery status. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to deplete prematurely as the remaining battery depleted from one year down to three months as per recent checked in a span of four months. A request was made to have data from this device analyzed. Data analysis indicated that the device battery depletion was not matching the nominal model and this pacemaker was not accurately reporting the battery status. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to deplete prematurely as the remaining battery depleted from one year down to three months as per recent checked in a span of four months. A request was made to have data from this device analyzed. Data analysis indicated that the device battery depletion was not matching the nominal model and this pacemaker was not accurately reporting the battery status. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.